Manufacturer narrative:
E1. (B)(6). The device was returned to olympus for inspection, based on the results of the investigation crystallization was confirmed present within the device, however, a definitive root cause of the foreign material remaining on the device could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, there was crystallization on the bending rubber. There were no reports of patient involvement.